Event description:
During an in-clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was reported to abbott and not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil slightly stretched at the connector region consistent with procedural damage. Visual inspection of the lead body did not find any anomalies.